Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for external flash crc error. The customer's blood glucose level was unknown. The customer states the pump had unresponsive buttons. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. Unable to verify the external flash crc error alarm or unresponsive buttons due to the blank display. The pump was received with a cracked case at the reservoir tube window corners, a cracked reservoir tube window, cracked battery tube threads and minor scratches on the lcd window.